Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous artery that is unknown. The sterling es mr 2.5mm x 20mm x 144cm balloon was inflated and on the first inflation the balloon ruptured at fourteen atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patinet's status is good.